Event description:
One day following the aortic valve replacement procedure, the patient developed fever and rigors. Blood cultures drawn at the time identified a nocardia species, however, ultrasound could not determine endocarditis. The patient was treated with i.v. Imipenem for 14 days and was discharged with bactrim and tavanic. Approximately three months later the patient was readmitted with severe gastrointestinal bleeding. The initial nocardia was correctly identified as mycobacterium fortuitum. A trans-esophageal echocardiogram (tee) was performed revealing the valve leaflets looking a bit irregular, but no vegetations were visible. The patient suffered a stroke and expired.